Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a calcified mid left anterior descending artery (lad). The 3.0mm x 15mm nc quantum apex balloon catheter was advanced. Inflation was performed once to unknown pressure. During the second inflation, the balloon ruptured at 14atms. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of an nc quantum apex balloon catheter with the stop cock attached to the hub. There was contrast and blood visible in the inflation lumen, guidewire lumen, balloon and hub. Microscopic examination of the distal end of the catheter revealed a scratch with a pinhole in the balloon wall. The scratch was 1 cm long and 4.5 mm from the distal edge of the proximal markerband. The pinhole was 5 mm from the distal edge of the proximal markerband. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the scratch or pinhole. Inspection of the remainder of the device revealed no irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).